Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/04/2025, a patient reported ongoing nighttime and early-morning lows. The patient's lowest blood glucose (bg) was 55 mg/dl. To correct bg, patient ate food and was not out of range for 90+ minutes. The agent reviewed continuous glucose monitoring (cgm) target ranges and recommended discussing cgm and secondary target adjustments with hcp/endo or a trainer. Patient was in range at the time. The patient reported shakiness and sweating during the event. No medical intervention required.